Event description:
Customer reported: extracting blood needle broke from the holder and stuck in patients arm requiring immediate extraction from the arm using hands. This incident occurred almost every location once or twice, at my location I was present during the procedure. In other event the needle kept stuck with the tube and separated from the holder and its cover.